Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address increased metal ion levels and an "unstable" feeling.

Manufacturer narrative:
Update: (B)(4) 2013 - patient's medical records and x-rays were received. No new information that would change the existing MDR decision. Medical records and x-rays were provided and reviewed. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. (B)(4) 2013 - clinical report was received. Clinical report indicates the patient was also revised to address pain and stiffness and feeling of instability. There is no new information that would change the existing MDR decision. There is no change to the above statement. No additional x-rays were received since the medical records review. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Medical records and x-rays were provided and reviewed. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The additional information as to the provided cobalt and chromium levels still does not conclusively identify a root cause for the reported problem. A need to establish corrective action was still not identified. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.